Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3; h2; h3; h6 visual examination of the returned product identified the tip had fractured. There is scuffing on the shaft and to the black handle of the device. There were gouge marks on the guard and indentation on the strike plate. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip broke off after a couple of hits from the mallet while trying to seat the stem. The broken tip was removed and the stem was seated without complication. There was no harm or health consequences to the patient. It was reported that no additional information is available.